Event description:
The 511sd was used during a laparoscopic cholecystectomy. The device would not hold the seat. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections & results: bullet tip condition; na. Desufflation lever condition; conforming. Inner gasket condition; not conforming. Obturator condition; na. Outer gasket condition; not conforming. Reset button condition; na. Sleeve condition; conforming. Stopcock condition; open. Trocar condition; na. Functional tests & results: flapper door functional; conforming. Lockout functional; na. Analysis conclusion: visual examination indicated that the inner gasket was dislodged from its original position and the outer gaskets were torn. These conditions could have caused the leakage problem. No conclusion could be reached as to how the gaskets were torn and the inner gasket was dislodged.